Event description:
It was reported that during a surgical procedure, the rover's smoke evacuator did not function. It was further reported that the surgical plume exposure was minimal and did not pose any health risk to the pt or surgical team. The same rover unit was used to complete the procedure, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The user facility cancelled their request to stryker for service. The user facility was able to correct the issue without add'l assistance. It is suspected that the smoke filter was not properly inserted into the rover unit, however, when personnel removed and then reinserted the filter, the issue was resolved. If the filter has a partial connection to the rover unit, then the smoke evacuator will not function properly.